Event description:
It was reported that the patient's mental status returned to baseline, no symptoms, and no acute abnormalities were found in head computed tomography.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop event which was associated with the disconnection of the driveline. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2022 at 3:44:55 through (B)(6) 2023 at 12:09:35. On (B)(6) 2023 at 1:14:46, a pump stop event was captured from the driveline being disconnected. During this time frame, low-speed hazard, low-speed advisory, pump stop fault flags, low pump current, and lvad off alarms were active. On (B)(6) 2023 at 1:16:57, the driveline was reconnected, and the pump was operating as intended. Additionally, low flow events were captured from (B)(6) 2023 at 1:16:57 through 1:19:03. Of note, it could not be conclusively determined through this evaluation as to if the modular cable disconnected from the controller of the pump cable during the reported fall. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding and neurologic dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 7 "alarms and troubleshooting" outlines all system controller alarms, including the driveline disconnected hazard alarm, as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump . The pump cannot run without power." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The patient handbook warns ¿do not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for evaluation concerning a modular cable disconnection. The patient came into the emergency department overnight due to a modular cable disconnect. The wife noted that the patient fell which pulled apart their modular cable. The patient became unconscious for a few seconds, urinated on themselves, and had a nose bleed. The wife was able to reconnect and the pump was running within seconds. For the two hours following the event the patient was unable to speak. Currently the patient has normal neuro function. The log files captured a driveline disconnect event on (B)(6) 2023 at 1:14:46. The image provided on the patient's system controller's alarm history screen showed that the driveline was disconnected for 2 minutes, 6 seconds. At 1:16:53 that data indicated that the driveline was reconnected and the pump start up procedure began. At 1:16:57 the pump speed was ramped back up to the set speed of 5700 rpms. The cause of the mod cable disconnect was due to a sudden abrupt disconnect caused by the patient fall. Related MFR: 2916596-2023-00061.